Event description:
Pt presented with painful and noisy (popping) knee when flexed. X-rays showed narrowing of joint between femur and tibia meaning poly insert was worn. Knee was revised showing poly insert to be almost completely worn. Probable cause of wear being cement particles. Knee was revised using implants successfully.